Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for chronic low back pain and spinal pain. It was reported that the patient's pump was empty and they missed a refill appointment. The hcp reported that the pump had been dry the last two months because the patient didn't show for their appointment. The hcp reported they would likely replace the pump after the patient's pregnancy. No symptoms were reported. No further complications were anticipated/reported.